Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Electrical resistance and cross continuity test results were within specifications. No anomalies were found. (B)(4).

Event description:
It was reported that the lead was attempted and not used during an implant procedure. High impedance was observed with the lead, and no pacing was possible. The lead was replaced. No patient complications have been reported as a result of this event.